Manufacturer narrative:
(B)(4). Device manufacturing date: september 1, 2014 ¿ september 3, 2014. The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection identified the particulate matter in the tubing. However, it is unclear whether the particulate matter was in the fluid path or not. The reported condition was verified. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that large volume infusor had a brown spot in the inner tubing after filling but prior to priming the tubing. The device was filled with fluorouracil. There was no patient involvement. No additional information is available.